Manufacturer narrative:
The field technician spoke with the ICU director who stated that she was unable to set the bed exit even though initially it was reported it was armed. The technician tested the bed exit system and found it functioning properly. No additional information was released regarding the pt's injury.

Event description:
The director of the ICU alleged the pt positioning monitor (ppm) was armed and the pt was able to leave the bed and an alarm was not sent. The pt fell and was injured.